Event description:
It was reported that the patients ipg had migrated. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023.